Manufacturer narrative:
Bec identifier for this complaint is (B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that while she was trying to change the no foam reagent at the hydropneumatic unit of the unicel dxc 600 synchron system, the hydro tubing (line #134) popped off from the top of the wash solution canister and sprayed wash solution onto the her, the hydropneumatic unit, the instrument, the ceiling and the floor. Customer reported that the hydropneumatic unit was still pressurized when she tried to change the no foam reagent. Customer reported that the dxc 600 system displayed illegal switch error and sample re-loader error messages when she tried to restart the instrument. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec customer technical support advised the customer to clean the lifter pin in the sample wheel and home the instrument. To date, customer has not reported any further wash solution leak at the hydropneumatic unit of the dxc 600.